Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was underdelivering insulin. Blood glucose level at the time of incident was 501 mg/dl but no treatment was reported. Troubleshooting did not resolve issue. Automode feature was not in use at the time of incident. Product will not return for analysis.